Event description:
As reported on the novartis nutrition quality complaint form: "pump did not alarm "free flow' - no harm to pt. Set not wrapped around rotor, must have gotten dislogged." "Customer wants pump picked up but not until after 05/19 or after. Will have ups pick up."

Event description:
As reported on the MFR's quality complaint form: "pump did not alarm 'free flow'-no harm to pt. Set not wrapped around rotor. Must have gotten dislodged." "Customer wants pump picked up, but not until 05/19 or after. Will have united parcel svc. Pick up".